Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No battery out limit alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
Customer reported a battery out limit on his insulin pump. Customer tried clearing the alarm, but the buttons are unresponsive. He stated he was caught in the rain. Customer's blood glucose was 138 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.